Event description:
The device is used by healthcare professionals in the collection and in-vitro storage of neonate blood. The pt's blood is tested to screen the pt for congenital abnormalities of metabolism and other conditions. The device is presented as joined parts which constitutes the total device presentation. Each card is printed with a unique serial identification number in two places; on the forms providing the pt's demographic details, and on the filter paper to which the blood is applied. The card supplied to department of public health is a customised card which the customer designs in partnership with MFR to meet the customer requirements for newborn screening. The complaint from the customer was that two bundles had the same serial numbers printed on cards in each bundle. The two bundles of cards were retained and were not distributed to providers.